Manufacturer narrative:
It was reported that right hip revision surgery was performed due to hip pain and other complications. During the revision the hemi head and the modular sleeve were removed. The bhr cup and synergy stem remained implanted, a competitor femoral head and dual mobility liner were implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided implant report, the cup was placed in 40° abduction and 25°-30° anteversion. For bhr cups, a lower anteversion is suggested (20°). According to the provided revision report, the patient had increasing pain and fullness in his hip. During the revision, upon entering the hip a creamy reactive fluid appeared, there were no signs of infection, the cup was solid fixed, the ball head showed some trunnionosis. Only the ball head was replaced. Based on the provided surgical reports further investigation of potential factors leading or contributing to the reported the reported reasons for the revision cannot be performed. Whether the cup position contributed remains also unclear. It was also noted that use of a competitor¿s femoral head and dual mobility liner (stryker) these were implanted at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and the modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. It cannot be determined to what extent the patients¿ multiple falls had on his pain and clinical status. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was about 40 degrees of abduction and 25 to 30 degrees of anteversion. It is unknown if the increased anteversion of the acetabular component led to accelerated wear and the discolored fluid and trunnionosis noted intraoperatively. Without the supporting lab/pathology results or relevant imaging, the root cause of the reported elevated metal ions, pain and intraoperative findings of discolored fluid and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision cannot be determined. It was also noted that a competitor¿s femoral head and dual mobility liner (stryker) was implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional

Event description:
It was reported that right hip revision surgery was performed due to pain and other complications. In his operative note, surgeon reportedly described a creamy reactive fluid negative for infection, trunnionosis and other symptoms.